Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 21mm trifecta valve was implanted in the patient. On an unknown date in 2026, the patient required a two-week hospitalization for heart failure at another facility. The patient was transferred and admitted to our hospital. A transesophageal echocardiography showed aortic stenosis (as) and aortic regurgitation (ar). A redo aortic valve replacement (avr) was performed and a new 23mm epic plus supra valve was implanted. The explanted valve had a tear at the commissure between the left coronary cusp (lcc) and right coronary cusp (rcc). The marker suture was located at the lcc. The patient was reported stable.